Event description:
It was reported that a revision surgery was needed to remove (2) creo dlx screws broken post operatively.

Manufacturer narrative:
The device could not be returned for evaluation. The imaging provided shows bilateral breakage of the neck of the screw shank. No determinations could be made as to the cause of the reported issue.